Event description:
Customer reported that the transmitter was not blinking when connected to the sensor. Customer's blood glucose reading at the time of the call was 50 mg/dl. Customer declined troubleshooting for the low blood glucose reading and stated that they over bolused for breakfast. Customer also mentioned having a bent sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and the electrode was found bent. The sensor failed the visual inspection.